Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after the leadless implantable pulse generator (ipg) implant procedure the patient presented with dizzy spells, low blood pressure, pallor, low fever and pain associated with a hematoma at the access site created by an introducer. The hematoma was drained. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient became anemic as a result of the hematoma. Patient's anemia was treated with packed red blood cell transfusions.